Event description:
It was reported that two channels disconnected during patient use. It was noted that there were total of four channels connected at the time of the event; however, only two were in-use. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b17 - device not returned, c20 - no findings available. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, device manufacture date. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that two channels disconnected during patient use. It was noted that there were total of four channels connected at the time of the event; however, only two were in-use. There was patient involvement but no harm.